Manufacturer narrative:
It was reported that the ventilator generated alarm for low o2 concentration. Our field service engineer investigated the reported ventilator on site. The o2 gas module has been replaced to resolve the issue. Despite several reminders we didn't receive the defective gas module for further investigation. Therefore, no root cause can be established. The gas supply pressure is checked during pre-use check. If the o2 gas supply fails during ventilation, low o2 levels to the patient may follow and alarms will be raised if set alarm limits are violated.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator generated alarm for low o2 concentration. There was no patient harm. Manufacturer ref.#: (B)(4).